Manufacturer narrative:
Additional data: d4 lot no (203162). Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 203162 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot 203162, test base part number 195-430h / lot 196568. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 203162 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample. Based on the above summary, the investigation is deemed complete. The product will continue to be monitored and tracked. E3 - occupation: non-health care professional.

Event description:
The customer reported two false positive results with binaxnow covid-19 ag on (B)(6) 2022 on nasal swab. A confirmatory test (pcr) was performed on (B)(6) 2022 and generated a negative result. The consumer had asthma, cough and headache. The consumer was on steroids and other asthma medications. No additional patient information, including treatment and outcome, was provided. This MFR. Report represent test one (1) of two (2).

Event description:
The customer reported two false positive results with binaxnow covid-19 ag on (B)(6) 2022 on nasal swab. A confirmatory test (pcr) was performed on (B)(6) 2022 and generated a negative result. The consumer had asthma, cough and headache. The consumer was on steroids and other asthma medications. No additional patient information, including treatment and outcome, was provided. This MFR. Report represent test one (1) of two (2).

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion. Single use device, discarded.